Event description:
Upon review of a (B)(6) male pt's download, zoll customer support found excessive check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As rec'd, the ECG c and d cable was pulled from strain relief and the trunk cable connector was cracked. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the test failure was isolated to an open white pulse wire in the trunk cable insulation. In addition, the dn to front te cable, and dn to rear te cables were pulled from strain relief. The root cause for the open pulse wire could not be positively identified, but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The pt rec'd a replacement electrode belt.